Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2012, resulting in fixture loss. The patient was reimplanted with another device on (B)(4) 2012.

Manufacturer narrative:
Device not available for analysis.